Event description:
It was reported that, "the constrained liner became disassociated. Additionally, it was reported that this was the second time this has occurred in this patient.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device and/or additional information becomes available, a supplemental report will be issued.